Manufacturer narrative:
A review of lot file b313 was performed. There were no nonconformances or alarms associated with this event type reported. This lot met all release requirements. A review of complaints received for lot b313 was performed. There was one other complaints for a centrifuge bowl leak to date for this lot. The returned centrifuge bowl was evaluated and it was confirmed that a crack was present. The analysis determined that the crack in the outer bowl cover is located in the ara of a sharp radius between the rim of the cover and a recess for the bowl lip. The sharp radius is a cause for a stress riser at this location and the radius should be increased to reduce the stress. (B)(4) was implemented to change the radius of the mold in the area of the crack. In addition, further efforts to reduce the flow line through molding improvements are being tracked via (B)(4). Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
The customer reported a blood leak in centrifuge. Name of complainant: same as reporter. Customer called to report blood leak in centrifuge. Customer stated during purging air/drawing phase blood leaked in the centrifuge. Upon opening the centrifuge door, customer observed blood had sprayed onto the centrifuge walls. Customer aborted the treatment procedure and did not return blood/products to pt. Cts asked if there was a break in the drive tube or the centrifuge bowl. Customer stated no there is no break or drive tube leak, just blood sprayed in the centrifuge. Service order #(B)(4) was dispatched for inspection of the instrument. The customer returned the centrifuge bowl for investigation.